Event description:
It is reported that the femoral nail fractured while implanted and had to be removed.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approx 6 to 7 years before fracture. No x-rays showing type of fracture, non-union, or breakage were returned. There is insufficient information provided to determine the root cause of the part failure. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be re-opened. Zimmer, inc considers the investigation closed.